Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator failed. The field service engineer (fse) performed a power reset, which successfully recovered the failed pocket and restored normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a refrigerator drawer failure occurred. The customer restarted the medstation and notified the nurses that only the medstation was accessible and that the refrigerator was not accessible. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.